Manufacturer narrative:
The patient's weight was asked, but it has not been provided. The device is currently in transit back to manufacturer and evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the tap iii appliance. The patient complained of irritation on the maxillary (upper) lip. The patient experienced the reaction after using the appliance for 3 weeks. The reporter believed the patient might have reacted to the metal mechanism of the appliance, which contained nickel. Upon experiencing the irritation, the patient discontinued using the appliance and the symptom lasted about 3 days. Additional treatment was not required. The patient has nickel and latex allergies. Patient's nickel allergy was not made aware to the office until after the patient reported of the reaction. The patient has no relevant pre-existing condition. The patient was reported to be doing well. The dentist did not make any adjustment to the appliance prior to delivering to the patient. The appliance was cleaned prior to delivering to the patient. The patient cleaned the appliance daily by brushing with soap and water.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were very smooth. No major cracks were found and the layers were intact. The original color was maintained without discoloration. The device was returned very clean and in good condition. There was no white deposits or cell debris present with the device. All accessories were inspected and were confirmed to be intact. A review of the material lot was performed and no non-conformances were found. A series of testing were performed on a similar device. The device (model variant) was evaluated for cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article showed no evidence of causing cell lysis or toxicity. There was no erythema nor edema observed. There was no evidence of the device causing delayed dermal contact sensitization, nor oral mucosal irritation. There were no device problems found with the test article. However based on the reported information, the patient has a known nickel allergy. The device contains small amounts of nickel (3-5%); therefore, basing on patient factors, there is a possibility that the patient's reaction occurred due to their sensitivity to nickel. This incident is being monitored, tracked, and trended.